Event description:
Related manufacturer reference number: 2017865-2022-43298. It was reported that the patient presented to the operating room post-diagnostic imaging. Chest x-ray imaging showed that the right ventricular (rv) lead was perforated and positive for pneumothorax. The atrial lead showed it was dislodged. Atrial loss of capture and sensing was noted due to lead dislodgement. The pneumothorax was surgically repaired. The rv and atrial lead were explanted and replaced. The patient was in stable condition.